Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported their finger was punctured while cleaning the cell dyn emerald 22 open tube analyzer. The customer stated the instrument was in the aspiration position and splashed a few drops of blood from the last sample being processed. The customer decided to clean the analyzer but mistakenly pressed the aspiration button on the instrument causing the aspiration needle to come out and puncture the customer¿s finger. The customer indicates that they were wearing gloves and the needle punctured through the gloves and injured their finger. The customer followed their internal protocol and started taking retroviral medication (acriptega). No further medical treatment or harm to the user was reported. No further impact to patient management reported.

Event description:
The customer reported their finger was punctured while cleaning the cell dyn emerald 22 open tube analyzer. The customer stated the instrument was in the aspiration position and splashed a few drops of blood from the last sample being processed. The customer decided to clean the analyzer but mistakenly pressed the aspiration button on the instrument causing the aspiration needle to come out and puncture the customer¿s finger. The customer indicates that they were wearing gloves and the needle punctured through the gloves and injured their finger. The customer followed their internal protocol and started taking retroviral medication (acriptega). No further medical treatment or harm to the user was reported. No further impact to patient management reported. Updated on 16nov2023, to clarify that blood did not splash the customer but the instrument, which is why the customer decided to clean the instrument after she was done processing all samples.

Manufacturer narrative:
B5 - describe event or problem: on 16nov2023, added information to clarify that blood did not splash the customer but the instrument, which is why the customer decided to clean the instrument after she was done processing all samples. The customer reported that while running samples, a few drops of blood splashed onto their cell-dyn emerald 22 (list number 09h59-01) instrument. After sample processing was completed, the customer decided the clean the instrument, and pressed the aspiration button by mistake. The aspiration needle came out and punctured his/her finger. The customer was wearing gloves and the needle went through the glove and injured his/her finger. Return testing was not performed as returns were not available. Increased complaint activity was not identified for the complaint issue. A review of ticket trending did not identify any related trends. A review of device history records did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Use error contributed to this event as the customer pressed the aspiration button by mistake when cleaning the instrument while it was in dif mode. Based on the investigation, cell dyn emerald 22 (list number 09h59-01), serial number (B)(6) is performing as intended, no systemic issue or product deficiency was identified.